Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , g.2 , h.6.

Event description:
The device has been explanted.

Event description:
Patient reported a "left side breast rupture." Patient additionally reported "suspected bilateral multiple positive nodule" deemed not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, yellow particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a "left side breast rupture." Patient additionally reported "suspected bilateral multiple positive nodule" deemed not device related. The device remains implanted.